Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia unilateral surgical procedure, the 30- degree endoscope plus display upon installation was upside down. The issue was persistent. A backup endoscope was used. The planned procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have errors. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Moreover, the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to a transmittance test failure. Also, the endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure. The endoscope was tested and place on an in-house system for cable testing and failed due to a board defect. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the customer reported the issue occurred after ports were placed while targeting with the endoscope. The image was inverted, and the image changed on its own. The system recognized the endoscope. The surgeon wanted 30 up, but it kept switching 30 down. A backup endoscope was used to complete the procedure. There was no injury to the patient.